Event description:
It was reported that the recharger would not power on/off, and that the patient's implantable neurostimulator was below half yesterday. The caller stated that they are not seeing the coupling boxes on the bar on the recharger screen. The caller reported that the desktop charger (dtc) has exposed wires and the connector pin is bent, and said the dtc has been damaged for a long time. An email was sent to repair to replace the dtc and the recharger. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6). Product type recharger product ID 37751 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6); product ID: 37751, serial/lot #:(B)(6) h3: analysis of the desktop charger (serial #:(B)(6)) revealed that the cord was frayed. Analysis of the recharger (serial #:(B)(6)) revealed that the recharger antenna was damaged. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.